Event description:
It was reported that the lift column on the 9800 system would not go up or down during a demo. No injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lift system column power supply and relay were replaced during the service call. The system was tested and found to be working as intended and put back into service.